Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery in the vs3 caught on fire while charging. The customer reported that the device was not in use on a patient at the time and there was no adverse impact to hospital personnel.

Manufacturer narrative:
Philips healthcare investigated the issue and determined that damage to the battery pack is the most likely root cause for the thermal runaway of one of its lithium-ion cells. The cause of the external mechanical damage cannot be determined.